Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7085751/7085857.

Event description:
It was reported that patients spinal cord stimulator was removed due to an infection. The patient was placed on antibiotics and was fully recovered. The explanted device will not be return as it was disposed at the facility.